Event description:
It was reported that the workstation on the 9800 system would not boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the workstation hard drive. The system was tested and found to be working as intended and placed back into service.